Event description:
At about 2 months from the primary, the patient came in presenting pain due to a dislocating patella and the cause is unknown. There was no trauma reported. The surgeon revised the femoral component, the tibial tray, the insert (from 11mm to a semiconstrained 14mm) and the patella. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 25 march 2026. Gmk-sphere 02.12. E0511fr gmk-sphere tibial insert e-cross - flex 5r - 11mm (k202022) lot 2428515: (B)(4) items manufactured and released on 11-nov-2024. Expiration date: 24-oct-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12. E003rp gmk-sphere resurfacing patella e-cross - s3 (k202022) lot 2513566: (B)(4) items manufactured and released on 30-jun-2025. Expiration date: 11-jun-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established regarding the patella implant dislocation. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.